Manufacturer narrative:
H10, h3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified, and a root cause could not be determined with confidence. A relationship, if any, between the subject device and the reported event could not be determined. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, it was not possible to get the novocut out of the packaging. Upon further investigation it was clear that the plastic packaging was melted in the device. There was a delay of less that or equal to 30 min. It is unknown how was the procedure finished. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.